Manufacturer narrative:
The reported events of high lead impedance and elevated threshold were not confirmed. A partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon review it was noted that the right ventricular lead exhibited high impedance and high pacing threshold. The lead was explanted and replaced. The patient was in stable condition post-procedure.